Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the stylus touch-pen and cursor on the display screen of the device did not align on the screen. It was also noted that the system fan of the device was noisy. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus touch-pen would not synchronize to the display screen of the programmer; the pen was calibrated and replaced multiple times to no avail. The programmer has been returned for repair.